Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was first beeping loudly then went dead and did not be activated again and also had critical pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had crack at the back side at the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display. Did not note any evidence of previous moisture or corrosion on the electronic assembly inside the case. After swapping the boards into another case and then swapping a known good electrical board, device booted up normally; thus the problem seems to be isolated to electrical board. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the blank display. Device received with a crack on the battery tube which starts at the corner of the belt clip rails.